Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that device liquid perfluoro-n-octane was instilled into an eye during an intraocular lens implantation procedure. After closing the incision, residual device liquid was noted to be retained inside of the anterior chamber. An additional procedure has been scheduled in order to remove the retained device liquid. Patient impact information is unknown.

Manufacturer narrative:
Additional information is provided. No sample or lot code was returned by this customer therefore, lot specific evaluation cannot be completed at this time. All compounding, preprocessing, filling and packaging mbrs are subjected to 2 independent reviews. In addition, the following are reviewed: all chemistry and microbial finished product results, environmental, utility, bioburden records, sanitization records, sterilization cycles. The product is manufactured according to requirements of the device master record. The product is sterilized via filtration and filled into dry heat sterilized vials that are sealed with sterilized stoppers. All testing for the product lots are required to meet specifications prior to release. The product insert provides indications, instructions, and storage condition. Customer product storage and use could not be confirmed. The product labeling provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Instructions also state: ¿all components for single use only¿. ¿ indications for use: purified perfluoro-n-octane liquid is an intraoperative tool indicated for use during vitreoretinal surgery in patients with primary or recurrent retinal detachment which is complicated by penetrating ocular trauma, giant retinal tear(s) or proliferative vitreoretinopathy (pvr). Contraindications: purified perfluoro-n-octane liquid is contraindicated for long-term use in the eye or as a vitreous replacement. Post-procedure actions: purified perfluoro-n-octane liquid must be completely removed at the conclusion of the procedure by aspiration through either a 23 gauge or flute needle during the air-fluid exchange or by direct exchange with an appropriate long-term vitreous substitute. Root cause could not be determined. Potential root causes include: product nonconformance; this is unlikely based on the compounding and filling procedures and controls that are in place. Nonconformance with the kit syringe, filter, or cannula; incoming qc inspection activities are completed for the kit components prior to release for use in production. Events outside of the manufacturer's control e.g. (Product use, storage conditions, etc.) However, this cannot be confirmed. Lot specific evaluation is not possible due to the lack of lot code reported. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).